Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device log of the customer's report was provided. Review of the device log did show the user advisory is related to the customer's report. ECG leads are not applied and are required when attempting capture while performing on-demand pacing. With no leads attached the device will attempt to pace in fixed mode, which means pacer pulses at the set rate regardless of the patients heart rate. The log, along with the reported incident indicate the device was operating as designed. The customer has been updated with the outcome of the investigation. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to pace a 63-year-old male patient, the device failed to capture the patient's heart rhythm. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.